Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient felt that their pain pump was not giving them adequate relief/decreased pain coverage. Under fluoroscopy it was noted that the catheter had dislodged from the intrathecal space. It was explanted/not replaced on (B)(6) 2015. On (B)(6) 2014, the patient's medication (dilaudid and bupivacaine) were titrated; the patient was converted to saline only because they decided to have the device explanted. The action to covert the pump to saline was taken in response to the catheter dislodgement. The device was interrogated and it was normal. Severity was reported as mild. The event resolved without sequelae on (B)(6) 2015.